Manufacturer narrative:
The device was visually inspected and the mechanical operability was tested. Thereby damaged lead connectors and missing housing parts were found. The clinical observation regarding to the pacemaker sensitivity was confirmed during the functional analysis. The analysis revealed, that the pacemaker sensitivity was out of range origin taking from a damaged amplifier on the circuit board. The quality documents associated with this device were re-investigated. There was no sign of any inconsistency in the manufacturing and servicing records. The device was manufactured in 1999 and the latest service of the device at biotronik was in 2012. Related to the clinical observation it is assumed that the damage occurred after the latest shipment of the device, however the date of occurrence was not determinable. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that sensing measurements were out of range. The device was returned to biotronik for analysis. The event date was not provided. No adverse patient effects were reported.